Event description:
It was reported to boston scientific corporation that a wallflex biliary stents was used in the common bile duct to treat common bile duct stricture during an endoscopic retrograde cholangiopancreatography procedure performed on (B)(6) 2024. During the procedure, the stent was initially misdeployed during the procedure, but it was successfully completed using another stent of the same device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a1502 captures the reportable event of positioning problem.